Event description:
It was reported by the hospital contact that the coil (637mf0202/15983807) could not deploy. During the procedure the guide catheter (details unknown) and microcatheter (details unknown) reached lesion normally. The surgeon removed and changed to a new coil (details unknown) to complete the procedure. There was no report on patient injury. The patient is female, (B)(6), had middle of cerebral artery aneurysm. The product will not be returned for analysis.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: guide catheter (details unknown); microcatheter (details unknown) ; new coil (details unknown).

Manufacturer narrative:
It was reported in the initial MDR that the product will not be returned for analysis. The product was returned and an analysis was performed. It was reported by the hospital contact that the coil (637mf0202/15983807) could not deploy. During the procedure the guide catheter (details unknown) and microcatheter (details unknown) reached lesion normally. The surgeon removed and changed to a new coil (details unknown) to complete the procedure. There was no report on patient injury. The patient is female, (B)(6), had middle of cerebral artery aneurysm. The product will be returned for analysis. There was no clinically significant delay in the procedure due to the event. It is unknown if there were any damages noted on the coil after use. The syringe (details unknown) was filled with saline from a dedicated source of saline. It is unknown if the syringe was used to successfully deploy any coils prior to this one. The same syringe was used to complete the procedure. Before attempting to deploy the coil, the syringe previously exceeded the green zone/position #3. Prior to attempt to detach, it was verified under fluoro that there was no stress against the microcatheter or delivery tube. The coil delivery system was prepped without any difficulty. It is unknown if with attempt to deploy this coil if the dcs syringe was taken to the red alternative detachment zone beyond the green zone after it did not deploy in the green zone. It is unknown if the dcs syringe pressurized as intended when taken to the green detachment zone or when taken to the red alternative detachment zone. A non-sterile orbit mini complex fill 2x2 was received coiled inside of a coil dispenser inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found zipped without damage. The support coil, gripper and the embolic coil were found inside of the introducer. The gripper and embolic coil were inspected under microscope; no obstructions or damages were noted on the purge hole of gripper and the embolic coil was found without damage. Using a lab sample syringe 635-002, the orbit galaxy was to purging on the blue zone; after that the pressure gauge was increased to the green zone and the coil was detached without any difficulty. A review of the manufacturing documentation associated with this lot 15983807 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil - failure to detach¿ was not confirmed during the functional test. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective action will be taken at this time.